Event description:
It was reported that a patient reused single-use supplies while performing peritoneal dialysis therapy. The patient had only changed out supply bags and not the whole setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The homechoice patient at-home guide instructs in ¿warnings and cautions¿ not to replace solution bags during therapy because the sterile fluid pathway can be contaminated. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.